Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A review of complaint history was unable to be performed as the relevant device and event information was unknown. A definitive root cause was unable to be determined; however, may have resulted from humeral bone fracture occurring from a patient fall leading to humeral loosening. However, the loosening cannot be confirmed and any potential contributions from manufacturing, user, or patient-related contributing factors to the event cannot be evaluated as the devices were not returned for evaluation and no images or radiographs were provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
Concomitant device(s): 300-01-11 - equinoxe, humeral stem primary, press fit 11mm: 3959310; 320-01-38 - equinoxe reverse 38mm glenosphere: 4051674; 320-10-00 - equinoxe reverse tray adapter plate tray +0: 4062972; 320-15-08 - sup/post aug plate, r rs glenoid baseplate: 4021340; 320-38-03 - equinoxe reverse 38mm humeral liner +2.5: 3913086; 320-15-05 - eq rev locking screw: 4056453; 320-20-00 - eq reverse torque defining screw kit: 4044563; 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm: 4070156; 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm: 4017260; 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm: 4062727; 321-20-00 - equinoxe reverse shoulder drill kit: 4034721; 652-00-05 - optecure with ccc - 5cc: 3972332; asa0030 - sterile disposable containers: aa7857; cnl-09 - small cement cannula: aa6546; 13a2101 - cemex system fast genta 70g: aa8313.

Event description:
Approximately 2 year(s), 9 month(s) and 19 day(s) post-operative of a right rtsa, it was reported via clinical study that the patient experienced an orthopedic event of non-union of humeral fracture and hardware loosening. Patient sustained a glf and underwent orif of periprosthetic humeral fracture with iliac crest aspirate and optecure bone grafting. However, this has failed, as the patient has continued pain and decreased rom. The patient underwent standard reverse revision and was revised from rtsa to hrp. The outcome of this event is considered resolved. The clinical report indicates that this event is definitely not related to the device(s) and/or to the procedure.